Event description:
A report was received that the pt was experiencing pain, tenderness, and redness at the ipg site along with a fever. The physician placed the pt on oral and IV antibiotics. The physician did not feel the symptoms were device related. The pt's infection has cleared up and is reportedly doing well.